Manufacturer narrative:
The cause of the patient's postoperative complications cannot be determined. As reported the small bowel obstruction resolved with minimal intervention. There is no identification that the phasix st mesh caused the reported problem. If additional information is provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that a patient who is part of a clinical study was treated for postoperative partial small bowel obstruction. On (B)(6) 2017 - the patient underwent a robotic assisted intra-abdominal (right, lateral stoma site) hernia repair and was implanted with a davol phasix st mesh. The mesh was fixated with absorbable monofilament suture at 3 fixation points. The mesh was not trimmed and it extended beyond the margins of the defect by at least 5cm. On (B)(6) 2018 - the patient was hospitalized with a partial small bowel obstruction and was given ivf, comfort measures. Upon admission the patient's lactic acid reading was 4.8 the reading dropped to 0.6, the small bowel obstruction resolved and the patient was discharged on (B)(6) 2018. The clinician assessed the ae as mild in severity, possibly device related and possibly procedure related.